Event description:
Procedure: hernia repair. According to the reporter, during the procedure, the balloon trocar did not inflate when placed into position in the patient. The surgeon requested another balloon which was placed and inflated without incident. There were no adverse events associated with the balloon not inflating and the procedure continued incident free.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).